Event description:
Healthcare professional reported through company representative "ruptured implant". This record is for unknown side. The device status is unknown.

Manufacturer narrative:
Clarification Section D: Device information has not been provided. The device has defaulted to a saline device along with coding.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: Deflation.